Manufacturer narrative:
On june 28, 2023, mentor reevaluated the file and determined that information was inadvertently omitted from the initial report. The patient experienced capsular contracture of an unspecified baker grade. As such, anisomastia is no longer applicable to the file. The patient's date of explant was added as (B)(6) 2010. The patient's prosthesis was replaced with a 200cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4), in the initial report, d6b. Should have been populated with (B)(6) 2010. H6. Health effect- clinical code should have been populated with capsular contracture (e2303) . H10 additional manufacturer narrative should have included the following statement: since no lot number was provided, no manufacturing record evaluation could be performed.

Event description:
It was reported that a caucasian female patient underwent a breast surgery with an unspecified mentor gel breast implant. Post-operatively, the patient experienced a rupture on an undisclosed side, which was confirmed by a medical professional. As a result, the patient underwent removal surgery on an undisclosed date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).